Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported issues with maintaining suction during lasik flap creation. Additional information received; a second patient interface was used but treatment was not able to be completed.

Manufacturer narrative:
Review of the logfile of the treatment day shows the reported issues with maintaining suction can be confirmed and is most possible caused by bad docking and patient¿s eye movement. The system shows no deviation that can contribute the reported problem from the technical side. No technical root cause was identified as the system was operating within specifications. The possible root cause is docking technique or patient¿s eye movement. The manufacturer internal reference number is: (B)(4).